Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure chambers orange dial for the pressure gauge was tucked in behind the meter causing the pressure reading to not be visible to the users. Event occurred during pre-installation. No patient involvement. There was no patient harm during use, the pressure chamber was not used at all. The part was defective out of box.

Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: updateddevice evaluation: one device was returned for investigation. Visual inspection found a "broken pressure gauge assembly - front cover". Complaint was confirmed. Root cause was attributed to the assembler during manufacture. The short black tube (between pressure gauge assembly and 1/4" connector) needs to rotate a certain way to reduce the force/pressure on the h2 pressure gauge assembly, when the assembler tightens the two screws down to hold the pressure gauge assembly. The improperly routed hose connecting the pressure gauge and the quick connector resulted in a torque causing the gauge attachment to the housing to break off. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pressure gauge assembly. Device passed the functional testing after the completed repairs.